Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to, water tightness is lost due to a cut on the bending section cover. The adhesive on the bending section cover is detached and the mouthpiece is deformed. The bending angle in up/down/left direction does not meet the standard value due to wear of angle wire. The bending angle in the left direction does not meet the standard value due to deformation of bending tube. The water removal ability does not meet the standard value due to deformation of bending tube. The balloon suction volume does not meet the standard value due to deformation of distal end. A scratch was found on adhesive around objective lens, the grip and universal cord. Due to damage on ultrasonic probe, a noise occurs in the ultrasound image. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis exera ii ultrasound gastrovideoscope had a leak from the bending section cover. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material which occurred from insufficient cleaning. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the initial reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the forceps elevator containing foreign material could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event was found during inspection of the device during reprocessing. No patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.